Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 65 units of insulin. Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had insulin. Customer's blood glucose was 211 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.